Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was admitted to the hospital on (B)(6) 2019 for fever and encephalopathy. MRI guidelines were reviewed. No further complications were reported or anticipated with the event.